Manufacturer narrative:
A photo sample was provided for evaluation. The photo depicts a baxter spectrum pump, and separately from the pump a blue clamp that can not be confirmed if it is a baxter blue clamp. Per the spectrum's operator¿s manual warnings: "a label located on the top of the pump indicates the specific type of IV tubing that the pump has been calibrated for. The use of other manufacturers¿ brands or type tubing could produce pump inaccuracies that could be unsafe for patients." And additional warning "abide by the warnings and flow rate settings for baxter IV sets as indicated per the compatible IV sets list and compatible set labeling. "In addition to IV set specific warnings, the following can cause flow rate inaccuracies and must be avoided: incompatible brand IV sets and compatible brand IV sets with unusually large or small diameters or unusually stiff materials.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that personnel at the facility are removing the slide clamps, described as "blue clips" from baxter IV lines, and then inserting them into the spectrum pumps in order to utilize non-baxter line. This was identified with pumps during use with patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.